Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had two low blood glucose events that involved medical intervention. The customer was called and he reported that around (B)(6) 2013 he woke up with low blood glucose and called 911. Reading is unknown. He also reported that around (B)(6) 2014, he experienced low blood glucose and had a car accident as he was driving; value is unknown. He ate chocolate chip cookies after the accident and when the paramedics arrived; he was at 58 mg/dl. He did not recall the details of the treatment but was treated by the paramedics until stabilized and was not taken to the hospital. He stated he might have gotten too much insulin because his endocrinologist had just adjusted the settings to lower his blood glucose. The customer mentioned he often has low blood glucose and has had some highs as well which he is usually able to treat himself. Doctor makes adjustments to the insulin pump settings every 3 months. He declined troubleshooting.